Event description:
It was reported that after a da vinci-assisted surgical procedure, there was an error 23907 on universal surgical manipulator (usm) 1. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse came onsite to replace universal surgical manipulators (usm)1. Noticed after putting it in normal mode after programming it was having the same fault. Fse swapped usm1 and 2 to make sure the issue didn¿t move with the new usm. Fse saw that the tornado was faulting as well on usm1. Fse replaced the outer distal set up joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The outer distal suj was analyzed and found error 23907 indicating some imu signals have deviated from the expected estimation given by encoder-based kinematics. It was coupled with error 23002 indicating encoder overtravel limit reported by the suj tornado thus confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered errors 17 and 32 indicating a wheel communication status error. The unit was then installed on a patient site cart (psc) fixture test platform (pftp) where it failed searchlight tornado lissajous tests. Installed golden searchlight assembly, aba tested and verified it to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.